Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room and a perforation was discovered. The right ventricular lead had a history of high capture thresholds. The lead was successfully explanted and replaced. The patient was in stable condition during and post surgery.